Event description:
Caller states that the inform meter has missing and melted connector pins (pins 11 and 12). No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.